Event description:
The suntech cuffs (for pediatric patients) are made of a stiff material that doesn't allow for an accurate bp reading. We've had several instances in the or where the patient's blood pressure was read as hypertensive when it was, in fact, normal. There exists the potential to harm a patient by treating the hypertensive blood pressure, or not treating a hypotensive patient when the reading is normal.